Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one protector was provided to our quality team for investigation. Through visual inspection, particles are observed within the expansion chamber. Based on visual characteristics, the particles were determined to be burnt material. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. While we could not identify a direct issue, the particle likely generated during assembly or from the welding process when the film is welded onto the chamber. Manufacturing personnel have been notified of this incident to increase awareness of this matter. A project was initiated to reduce foreign matter within our products. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Customer stopped using the balloon because they found black dots inside the balloon. Because there was a possibility of health damage if the black dot came into contact with the human body or the anticancer drug. We have received requests to know what the black dots are made of. (This issue occurring several times a year.)

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.